Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer's blood glucose was high. Customer's blood glucose was 566 mg/dl. Customer's blood glucose at time of call was over 600 mg/dl. During troubleshooting, device passed the self test. After troubleshooting, customer will not be returning the device for analysis.